Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 24 and cartridge alarm 06 occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 300 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.